Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient experienced two infusion set tubing did not fit in site connector event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final (B)(4) device 2 of 2.